Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided indicates that the pt was treated for an infection as well as other complications. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A mfg review of the mfg review that included review of sterility records was performed and did not find evidence of a mfg relate cause for the alleged event. No sample was returned for evaluation. We have contacted the initial reporter to request add'l info. This MDR includes all pt, event and device info davol has rec'd to date. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney. On (B)(6)2009 - pt had hernia repair surgery performed using, a bard/davol composix kugel hernia mesh. Since the pt's initial hernia repair surgery, it is alleged that the pt has undergone numerous add'l invasive procedures, surgeries and hospitalizations due to the chronic infections, migration of the hernia mesh patch, bowel obstructions, and other serious complications associated with the defective mesh. On (B)(6) 2011 - pt underwent a revision hernia repair surgery to remove the original hernia mesh patch and have another implanted in its place. The attorney's report alleges infection, obstruction, add'l surgery, defective mesh, explant, disability.